Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided.

Event description:
It was reported that the implant was removed due to bone loss at the site.

Manufacturer narrative:
This report is being submitted to report both corrected and additional information to 0001038806 -2022 -00814. The lot number was previously reported in error. Evaluation shows that the lot number is actually unknown / not provided. Osseointegrated dental implants are an important tool in prosthetic dentistry and provide edentulous patients with alternative replacements for teeth. Although most implants are extremely successful, with survival rates of up to 98% for implants placed in controlled clinical settings, implants can fail. One problem associated with this minor defect rate is bone loss, which is likely attributed external factors including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Bone loss is a previously investigated failure which is currently trended on a monthly basis. Current implant design and manufacturing risk documentation assess bone loss as potential failures with adequate controls in place. Monthly trending to date has not identified any statistical triggers suggesting potential design or manufacturing related issues. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances impacting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. With no signals indicating a systemic quality issue, no escalation to CAPA is required. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. A complaint history review by item number was conducted dating back to 12 months from the complaint notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Aug post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. As documented in the summary investigation, contributing factors for the reported event likely exist outside of zimmer biomet control, including those related to medical conditions / patient habits and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation and no association between the dental implant and bone loss was found that can explain these events. Therefore, the reported event remains non-verifiable as it is a medical condition.

Event description:
No additional or corrected information to report.